Event description:
It was reported that an ilet user experienced intermittent loss of dexcom g7 glucose data on the ilet on their first day of use, characterized by a ¿sensor reconnecting¿ message and periods of no bg readings for approximately 15¿30 minutes, while the dexcom g7 app on the phone continued to display values (initially 235 mg/dl, later 190 mg/dl), consistent with a device data communication issue involving the ilet receiver function. Symptoms included no adverse clinical effects reported. Outcomes included no change in treatment, no medical or surgical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education, including device restart and guidance on reconnection timing. Investigation of this case revealed that the sensor signal intermittently reconnected and then stabilized, indicating transient communication disruption rather than sensor failure. It was concluded that the event was attributable to intermittent wireless communication between the dexcom g7 and the ilet, with normal device function restored after reconnection.